Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient experienced infection on exit site and peritonitis manifested by cloudy/discolored solution and fever. The patient was not hospitalized for the events. On an unreported date, the medicine (unknown) was put in the night bag for few days. On an unreported date (after a week), the patient was taken to pd clinic where she was given more medicine in the dialysis bag. On an unreported date, the fluid in the drain bag was starting to clear. On an unreported date, patient was treated for 14 days with antibiotics (ip). On an unreported date, extra test were performed after the antibiotic treatment. The patient recovered from this peritonitis event.